Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. Additional information provided that there was no device problem. The root cause was user technique.

Event description:
It was reported that a revision was done to remove a misplaced si lok screw.